Manufacturer narrative:
Explant took place on (B)(6) 2016, not (B)(6) 2016 as previously reported.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) had a scar infection with staphylococcus aureus. Consequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. Reportedly, the infection has resolved.